Event description:
While treating a pt, within a few seconds of initiating the beam, the normal control screen disappeared being replaced by a blue screen with a yellow and black error alert. It read as follows: "communication error read back failure, last command: read-pro press enter to continue." At this point rptr noticed that the audible mu counter continued to sound, so in effort to regain control of the machine rptr pressed the enter button first on the control panel then on the computer keyboard as instructed by the screen prompt, but to no avail. Rptr's next action was to initiate an emergency interruption of the beam which rptr did by pushing both the beam off and the emergency off buttons. Rptr then proceeded into the room and using the emergency couch control he removed the pt from the room. Afterwards he checked the mechanical counter which read 50 mu, which was well within the prescribed dose of 105 mu.